Event description:
Needle pull off: customer stated the needle would pull off the suture at the swage point when arming or when taking the suture out of the packet. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.